Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) was not able to be interrogated. The communicator that was intended to be used to interrogate the device had interrogated other devices that day and it was updated. This device remains in service. No adverse patient effects were reported.